Event description:
It is reported that a customer issues with the keypad on their insulin pump. The patient's blood glucose level was 89 mg/dl. The caller did not have the information on the pump's warranty. The customer was advised to monitor the pump and to call back if the issue persists. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.